Event description:
It was reported that the device recorded episodes which from the electrocardiogram (egm) appeared to be triggered because of noise. The noise was seen in both the atrial and ventricular egms suggestive of external interference. It was noted that the episodes stopped and no therapies were delivered. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).